Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient implanted with a pain pump. It was reported that the patient's pump was a "blessing" in the beginning; but "as times have changed and doctors have changed it has become a curse." The pump was empty and they could not find anyone to refill it, and it had been an &#50510;ending nightmare." It was "apparently leaking at the catheter site" and the patient was having headaches and other side effects. The patient reported being told to find a neurologist and have it taken out. The patient also recently found out he had torn rotator cuffs and broken bones in his foot from "the old injury" that were never treated; so "on top of 3 back surgeries now we know of these problems also causing him pain." No outcome or pump medications were reported regarding this event. If additional information is received, a follow-up report will be sent.